Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited multiple untreated episodes with oversensing of noise and low amplitude measurements. The system was newly implanted and air entrapment was thought to be the cause of the reported clinical observations. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.